Event description:
It was reported that during a kidney transplant surgery, the transplant surgeon cut through the reservoir. Therefore, this inflatable penile prosthesis exhibited fluid loss. The patient underwent surgery to replace the device. There were no patient complications.